Event description:
Physician reported "confirmed alcl", no markers/testing provided. No cancerous cells have been found in the breast fluid, removal of lymphoma-alcl. Healthcare professional later reported capsular contracture, baker grade iii-IV and seroma-late. Device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued h.6. Health effect- impact code: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and seroma-late.